Event description:
It was reported that the patients ipg was difficult to be charged due to slight migration as the ipg was not lying flat in the pocket. The patient underwent an ipg repositioning procedure and was doing well postoperatively. Nothing was explanted.